Manufacturer narrative:
The investigation for the reported saturated flows and optical issues has been completed. The data logs were reviewed and show a motor current spike followed by a lack of pulsatility, suction alarms, and an increase in purge pressure. Once the pump was placed on p-9 saturated flow occurred. Motor current reduced over the next couple of hours. The pump was returned and no abnormalities were found. The saturated flow was unable to be reproduced. The evidence found in the logs suggest that the root cause of the saturated flow was most likely biomaterial ingestions. Ingested biomaterial was most likely the root cause of the false impella in aorta alarms. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 60yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that there were position/sensor alarms and saturated flows. The team made the choice to remove/replace the pump for va ECMO to be placed. There was no patient harm reported.